Manufacturer narrative:
Load cells.

Event description:
It was reported by service report that the scale was inaccurate; both foot end loads cells and the head left load cell were out of range. There was pt involvement; however, no adverse consequences were reported.